Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 while loading multiple cartridges. Blood glucose was 190 mg/dl. Reportedly, the customer reverted to insulin injections for insulin therapy.